Event description:
It was reported that a cartridge for the ilet bionic pancreas was found cracked, and while attempting to photograph it the cartridge fell and shattered; the lot number provided was 31480, and a replacement order for cartridges was initiated. Symptoms included no reported adverse clinical effects. Outcomes included the user being without cartridges until replacements were arranged. Investigation included complaint intake review and assessment of the described device damage. Investigation of this case revealed physical damage to the cartridge consistent with a cracked and subsequently shattered component. It was concluded, based on previously established findings for similar reports, that the cause was user handling¿related damage.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.